Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements approximately one month post implantable cardioverter defibrillator (ICD) replacement. The shock impedance at time of new device implant was within normal range. Of note, it was also reported the health care professional (hcp) had difficulties manipulating the lead body at the pocket level with additional efforts to connect the lead to the device at time of device implant. Technical services (ts) was consulted and provided troubleshooting recommendations to exclude lead impairment. No adverse patient effects were reported. The rv lead and ICD remain in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements approximately one month post implantable cardioverter defibrillator (ICD) replacement. The shock impedance at time of new device implant was within normal range. Of note, it was also reported the health care professional (hcp) had difficulties manipulating the lead body at the pocket level with additional efforts to connect the lead to the device at time of device implant. Technical services (ts) was consulted and provided troubleshooting recommendations to exclude lead impairment. No adverse patient effects were reported. The rv lead and ICD remain in service. Additional information received indicates this patient underwent a revision procedure, during which the physician, upon opening the pocket, realized the distal coil of the rv lead was not completely progressed in the device header. Noise on the shock channel and abrupt fluctuations of the shock impedance were observed when touching the device header. The physician re-plugged the terminal of the distal coil, completely progressing it, and the values of the shock impedance returned to normal values. Besides intervention, no other adverse patient effects were reported. The rv lead and ICD remain in service.